Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 25mm epic supra valve w/flexfit was implanted. On an unknown date, the patient presented to the hospital with chest pain during exercise and decreased load capacity. Echo was performed, which showed hemodynamically significant stenosis of the aortic valve prosthesis. A valve in valve procedure was planned, however has not been scheduled. The patient status was reported as unknown. Additional information has been requested and is pending.

Manufacturer narrative:
An event of stenosis, chest pain during exercise, and "decreased load capacity" was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 25mm epic supra valve w/flexfit was implanted. On (B)(6) 2021, the patient presented to the hospital with chest pain during exercise and decreased load capacity and was admitted. During admission, echo was performed, which showed hemodynamically significant stenosis of the aortic valve prosthesis. A valve in valve procedure was recommended. On (B)(6) 2021, the patient was discharged home in stable condition. On (B)(6) 2021, the valve-in-valve procedure was performed. No patient consequences were reported.